Event description:
It was reported that the patient had an allergic reaction to anesthesia postoperatively. The patient had a successful surgery and was hospitalized. It was unknown if medication was given. The patient was fully recovered.